Event description:
On april 19, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: latex hypersensitivity, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotion distress.